Event description:
The decision was made to withdraw care and the patient expired. It is unknown if the use of the impella was related to patient death, thus there is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The investigation of access site bleeding and saturated flow has been completed. No pump was returned for evaluation. As per clinical, bleeding from anastomosis during insertion and resolved with administering blood products/protamine. The root cause of the access site bleeding issue was not determined since product was not returned and due to insufficient clinical details. Data logs were returned for review. The log indicating a rise in motor current (mc) from 450 to 550 ma at same p-level (p-8) between (B)(6) 2025. Saturated flows observed with flow rising up to 5. L/min. Purge parameters were normal. Later p-level was dropped to p-6 and flows were partially low during the rest of case. Also, flows were slightly saturated at p-6 during (B)(6) 2025 with flows up to 4.4l/min. Rt log indicating saturated flows with diastolic flow waveform maxed at 5.6 l/min on p-8. Mc rising from 418 to 523 per rt log min/max values. No other abnormalities. The root cause of the saturated issue was most likely biomaterial per log review. B2 outcome revised to reflect death based on the additional information received from the clinical site. B5 revised to reflect death based on the additional information received from the clinical site. D6b explant date added. H1 type of reportable event revised to reflect death based on the additional information received from the clinical site. H6 health effect - impact code revised to reflect death based on the additional information received from the clinical site. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26982 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue. Data logs indicate several positions in aorta alarms and also several impella position unknown alarms. No other abnormalities seen from logs. The root cause of the optical signal issue was most likely patient condition related due to false position in aorta alarm. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5 updated to include placement signal issue description. H6 updated to include placement signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2025-26982. D10 concomitant medical products and therapy dates updated h4 device manufacture date corrected.

Event description:
The complainant also reported that there were placement signal issues. Impella position confirmed with point-of-care ultrasound. Placement signal monitoring was then disabled.

Manufacturer narrative:
The device remains implanted, supporting the patient at the time of the MDR writing, and therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: potential adverse events: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was initially implanted with an impella cp device for mechanical circulatory support and transferred to an impella 5.5 device for escalation in care. Following the impella 5.5 implant, access site bleeding and saturated flows were experienced requiring intervention. Bleeding at anastomosis during insertion was noted. Consequently, blood products were administered, and protamine was given. Approximately five days later, there were signs of flow saturation. Flows were increased by 1 liter. The impella 5.5 pump position was checked under transthoracic echocardiogram. Replacement of the impella 5.5 device was contemplated but was waiting for confirmed neurological status. Team acknowledged awareness of the potential of an acute pump stop, and the patient continued on support. Approximately, 19 days later, it was noted heparin was off for potential bleeding concerns. No source was identified; no blood products were given. The latest update noted the patient to be stable continuing with impella 5.5 device support.